Event description:
The affiliate stated the customer reported falsely elevated initial troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.873 ug/l was obtained but was not released from the laboratory. The sample was reanalyzed, on the same instrument, and generated lower results of 0.025 and 0.024 ug/l. The customer retested a centrifuged aliquot and obtained a result of 0.023 ug/l. The customer reported the result of 0.025 ug/l to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The patient's serum sample was centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. No sample integrity issues were noted. The customer indicated all system parameters, including quality control, calibration curves, and system check, were performing within assay and instrument specifications. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.